Event description:
It was reported that the patient had a revision surgery on his spectra penile prosthesis due to erosion. It was noted "removed cylinder and created new path and reimplanted (same) cylinder." It was also noted "patient's left cylinder was beginning to erode on lateral side under the glans." No additional patient complications were reported in relation to this event.